Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Cracked key pad lens and damaged key pad found on the device. No visible contamination. Unable to duplicate reported problem.. The root cause of the reported issue is unknown. The customer must down load their own script to communicate with their network or this might have been network issue. There was some physical impact. Replacement of the light-emitting diode (led) display due to screen damage. Replaced worm coupling, worm gear, delrin washer, wavy washer and motor mount for preventative action. Cleaned, greased, calibrated device and performed all functional tests which passed. Initial reporter is unknown. No information has been provided to date this remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not configure. No patient injury was reported.